Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. During a percutaneous transluminal septal myocardial ablation (ptsma), a 1.50mm x 8mm apex¿ flex balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an apex balloon catheter with no other devices. There was blood in the inflation lumen. Magnified inspection identified a tear in the balloon wall over the markerband. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. During a percutaneous transluminal septal myocardial ablation (ptsma), a 1.50mm x 8mm apex¿ flex balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).